Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was seen in the endotracheal tube. This was assumed to be hemoptysis. Bronchoscopy was performed to see if there was still an active bleed and there was not. An irritated part of the lung was found, but no bleeding. The patient was observed overnight. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 15 applications were performed with balloon catheter, 2af284 with lot number 64044, on the date of the event without any issue. A clinical issue was encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the balloon catheter. If information is provided in the future, a supplemental report will be issued.